Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) and the right ventricular (rv) leads were capped and replaced due to high thresholds and no capture. The additional ventricular and atrium leads were capped due to apparent fractures. No patient complications were reported as a result of this event.